Event description:
Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Unsolicited: home health nurse reported curlinpump (serial: (B)(6) maintenance due: 02/2025) at home is giving an error that the internal lithium ion battery needs to get replaced. Home health nurse unable to clear the error message. Informed home health nurse that pump will need to be replaced. New pump, manual, and return box added to the profile. Home health nurse confirmed patient has already been switched over to gravity administration. Home health nurse confirmed no missed dose, no adverse event or side effects reported by pt. Home health nurse confirmed the faulty pump will be able to be sent back. No further info. Reported to (B)(6) by pt/caregiver.